Event description:
This is a report of a system error 2240 (air in line/set) alarm that occurred on the homechoice device during peritoneal dialysis therapy. The nurse was using a dummy-tummy for training. There was no patient connected to the device at the time of the alarm. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.